Manufacturer narrative:
Upon receipt of notification from FDA that this report was submitted by a pharmacist on behalf on a patient we contacted the pharmacist to have the patient call the customer service team to document the complaint. The patient has not contacted the customer service team to provide additional information in regards to this complaint.

Event description:
Communication received via mail that the patient reported to a pharmacist that three devices after pushing button about 2 to 3 hours later ejected and did not stay in place for 24 hours.